Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that while using bd vacutainer® sst¿ blood collection tubes they are giving results of high sodium therefore resulting in erroneous results. There was no report of patient impact. The following information was provided by the initial reporter. Product complaint mat# 367988, lot# 1340600. All the test being run in the tubes are giving a result high sodium. Samples available. Doe: (B)(6) 2022.

Event description:
It was reported by the customer that while using bd vacutainer® sst¿ blood collection tubes they are giving results of high sodium therefore resulting in erroneous results. There was no report of patient impact. The following information was provided by the initial reporter. Product complaint mat# 367988 lot# 1340600 all the test being run in the tubes are giving a result high sodium. Samples available. Doe (B)(6) 2022.

Manufacturer narrative:
Complaint being canceled as duplicate. Report was submitted under mfg #: 1024879-2022-00270.